Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the luer connector to the ilet during a supply change, as the connector would not lock into place even when tested without the cartridge; no leaks or cracks were observed, and the user was using a 6 mm steel cannula infusion set. Symptoms included no adverse clinical effects, with blood glucose reported at 170 mg/dl and unchanged. Outcomes included successful completion of the supply change with assistance and resumption of insulin delivery, without the need for medical care. Investigation included guided troubleshooting and reattempted connection, followed by a supervised supply change. Investigation of this case revealed that the connection issue could not be replicated after guided steps, and the supply change proceeded without further difficulty, suggesting a transient connection or handling issue related to the connector assembly. It was concluded, based on previously established findings for similar reports, that user interaction during connection was the most probable cause.